Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The reported event noted the patient experienced a fall which could have contributed to the reported event, however a definitive root cause cannot be determined. The customer requested a report on the investigation and the report has been sent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient slipped and fell while walking down the stairs at home resulting in a periprosthetic fracture approximately 6 years post left total hip arthroplasty. The patient underwent a resection and internal fixation of the fracture a few days later. The implant remains implanted with no plan to remove at this time. Attempts have been made and additional information on the reported event is unavailable at this time.